Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella 5.5 distal end, anticontamination sleeve got torn. The registered nurse placed sterile opposites over disconnected part. The patient continued 5.5 support and was bridged to heart transplant.

Manufacturer narrative:
The investigation for the reported product damage has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the product damage could not be determined.